Manufacturer narrative:
Manufacturer's report date: 02/02/2011. (B)(4). The set was received for investigation. Visual inspection confirmed a vertical hairline crack on the female luer measuring 0.1055 inches, located approx 0.1435 inches away from the knit line. No stress marks were noted. Functional testing confirmed the leak. Root cause was not identified.

Event description:
Customer reported a tri-port extension set cracking at the port without the smartsite. The nurse found the set leaking while it was infusing on a baby and noted the crack. There was no pt harm. No add'l info was available.